Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set became disconnected during dwell four of five of peritoneal dialysis on a homechoice machine. The patient stated that they had disconnected from the patient line to use the bathroom when the transfer set became disconnected. The technical services representative assisted the customer in ending therapy. There was nothing noted to be wrong with the transfer set. The transfer set was replaced and the patient was placed on antibiotics prophylactically. There was no patient injury or medical intervention reported. No additional information is available.